Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has out of regulation (oor) displayed. The hcp does not feel like the patient's therapy was working. The patient's ins was going to be interrogated this afternoon. The issue was not resolved at the time of the report. No further complications were reported/anticipated. Additional information was received that the patient saw their healthcare professional (hcp) in late january and since the appointment, the patient had an increase of gait and stiffness. The cause of the oor message was determined. During interrogation, it was determined that therapy wasn¿t able to de delivered from contact 11 on the lead in the right hemisphere. An impedance check was completed at various positions and contact 11 had a constant open circuit. The patient was on monopolar setting case +11-. The therapy impedance on the right side just read high. The patient had a follow-up appointment on (B)(6) 2020 to be reprogrammed around that contact. It was clarified that the patient saw oor 4 to 6 times in a 2 week span. It was unknown if the issue had resolved.